Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In 2016 the patient began reporting a buzzing and humming sound. The patients hearing deteriorated.

Manufacturer narrative:
(Exemption number e2015033). Device investigation revealed damage to the active electrode likely caused by mechanical loads applied over time, which might have contributed to a decrease in hearing. However, this finding does not explain the reported buzzing and humming sound. It was not possible to identify causes for the reported issues during the case investigation. The device operates within normal limits during investigation. This is a final report.

Event description:
In (B)(6)2016 the recipient began reporting a buzzing and humming sound. The user_s hearing performance with the device deteriorated. The recipient has been re-implanted.